Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code-batch, for the same issue of which we manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 2 open samples with the needle detached from the thread (threads are not wound on the pack). However, without closed samples a proper analysis cannot be performed. Considering that there is a previous complaint of this code-batch for the same issue (needle detachment), we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Furthermore, needle attachment strength results conducted on samples before releasing the product were 0.99 kgf in average and 0.91 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep): 0.23 kgf in average and 0.11 kgf in minimum. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open samples received the previous complaints show that the needle escaped from the thread. Final conclusion: considering that the samples received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle ans suture detached.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.